Manufacturer narrative:
Concomitant medical products: product ID: 8781; serial#: (B)(4); implanted: (B)(6) 2014; product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 30-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was receiving gablofen (2000 at 179) via an implantable pump for intractable spasticity. It was reported that patient indicated that they had increased spasticity. During the procedure a dye study was performed and it was unsuccessful. A new 8784 pump segment was used to replace a section of the old pump segment. A volume discrepancy was reported during a refill. Catheter exploration occurred. The issue was resolved at time of report, patient status at time of this report is alive-no injury.